Manufacturer narrative:
A complete lead was returned in one piece. Examination of the lead found the helix extended and was clogged with body fluids. After cleaning and applying torque to the connector pin, the helix could be retracted and extended. The cause of the reported event was due to dried body fluids. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a dual-chamber pacemaker implant procedure. During the procedure, it was noted that the right ventricular (rv) lead could not be fixed in the rv septum due to helix rotational issues. There were no anatomical abnormalities observed. After several attempts, the physician elected to use a different lead which was implanted successfully. The patient was recovering.